Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was observed. Upon opening the package of a 3.50x20mm taxus express2 stent, flared stent struts were noticed. This device was not used. The physician successfully completed the procedure with another of the same device. No pt complications were reported.

Manufacturer narrative:
The device has not been rec'd at the analysis site for evaluation as of the date of this report.